Event description:
Customer reporting on behalf of a family member. Individual received a false positive result on (B)(6) 2022 using the cue covid-19 test for home and over the counter (otc) use cartridge sn (B)(4), lot 21519h, reader sn (B)(4). Two repeat cue covid-19 tests performed on (B)(6) 2022 provided negative results. Prior to the false positive event, the individual had tested negative with an unspecified covid-19 test; test date and brand are unknown. Following the false positive event on (B)(6) 2022, the individual took an unspecified covid-19 confirmatory test and received a negative result reported on (B)(6) 2022.

Manufacturer narrative:
Device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. Investigation summary: the complaint history was reviewed and there was one similar complaint against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.